Manufacturer narrative:
Image review: review of the available materials was limited. One image from the patient executive summary was provided, allowing only partial anatomical assessment. Measurement of the aortic annulus perimeter from the available image was 78.8 mm, which is consistent with sizing for a 29 mm evolut valve. Two protruding annular calcifications were observed. Mild calcification was noted in the peripheral arteries. A possible thrombus was noted in the right external iliac artery. No significant vessel tortuosity was observed. Reported iliofemoral vessel diameter measurements were greater than the minimum recommended diameter of 5.0 mm for use with a 14f equivalent delivery catheter system. One fluoroscopic media file was available for review. Fluoroscopic valve load inspection of the first valve was not included for review therefore it is not possible to validate a good load. Fluoroscopic evidence suggests that left transfemoral access was utilized. During the valve implantation attempt, infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be re captured, removed from the body, and discarded. New sterile components must be used. Documentation indicates that the infolded valve was withdrawn from the patient and a new valve was prepped. Fluoroscopic valve loading inspection imaging of the new valve demonstr ated appropriate valve loading. A pre-balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The valve was advanced and deployed to a position just prior to recapture at a depth of approximately 4 mm. At that point, the valve appeared under expanded; however, no infolding was observed. According to medtronic best practices, under-expansion should prompt removal of the delivery system, pre-dilatation, and implantation of a new valve using a new delivery system. It was reported that the under expanded valve was withdrawn and non-medtronic valve was implanted. Based on the available information, the presence of protruding annular calcifications may have contributed to the valve infolding and under expansion with the new valve that was reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. Upon deployment of the valve, an infold was noted. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was prepared and was loaded into a new dcs. The dcs was recurrently inserted into the patient and advanced to the aortic annulus. Upon deployment, poor expansion was noted as well as pvl. It also was noted in regard to the valve, "the l (left) side did not attach." In response, the valve was recaptured and withdrawn from the patient's body. A new non-medtronic valve was then prepared. Prior to attempted implantation, a pre-implant balloon aortic valvuloplasty was completed with a non-medtronic 22-millimeter (mm) balloon. During the pre-implant bav the balloon ruptured. This led the physician to suspect that the patient had abnormally hard calcification.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 ((B)(6)); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.